Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
Patient had an index left tha on (B)(6) 2021. Patient presented with instability and dislocation of left hip. Underwent revision for instability on (B)(6) 2021. Cup, liner, and head were exchanged.